Event description:
Additional information was received that the patient had their lead and generator replacement. The explanted products will not be returned without a subpoena per risk management at the hospital so the generator and lead will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
.

Event description:
It was initially reported that when the patient came in for a prophylactic generator replacement consult the patient presented with high impedance on systems diagnostics. No x-rays were taken and there were no reported falls or trauma. The patient is scheduled for a full revision but surgery had not occurred to date. Good faith attempts for additional information have been unsuccessful to date.